Event description:
Reporting status: serious injury/required intervention. Reporting rationale: stent dislodgement requiring intervention. Device issue: dislodged stent/hypotube separation. The undeployed stent failed to cross the lesion and upon removal of the stent into the rbu 6f guiding catheter, the proximal end of the stent got caught on the lip of the guiding catheter. The doctor then had to remove the undeployed stent from the vessel, and in trying to remove the stent, the stent became even more damaged. The stent remained on the balloon but was crunched up at the distal end of the balloon. The removal of the stent, the guiding catheter and all of the other disposables was a very tricky process, hence the stent damage. The stent had to be removed from the femoral artery via a 8f sheath. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the shaft, balloon, stent implant, and in the inflation lumen and guide wire lumen. There was contrast in the inflation lumen and on the shaft. The stent implant had dislodged from the balloon and was stationary on the distal taper of the balloon and was not loose as reported. The entire stent implant was mangled and bunched up in a ball at the distal balloon taper. There were clear fibers wrapped around the mangled stent implant. There was no other damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the proximal marker. Crimp marks were not visible at the distal balloon marker due to the stent implant being bunched and covering the distal marker. The hypotube had separated at the distal end of the strain relief tubing. The separated portion including the strain relief tubing and sidearm were not returned. The fracture face was ovaled as if kinked prior to separating. The jacket was also separated and stretched at the same location. There was a kink in the hypotube 7 mm proximal to the guide wire exit notch. The guide wire exit notch was torn distally for a length of 1.7cm. There were bends throughout the entire length of the hypotube. There were no kinks noted to the tip or to the inner member. There was no other damage noted to the sds. The protective sheath was not returned. There was an unk abbott guide wire returned inside the guide wire lumen of the sds. There was blood and contrast visible on the core and coils. There was a bend in the core 28.4 cm proximal to the proximal solder. The tip coils were pushed distal to the center solder for a length of 4mm. There was no other damage noted to the guide wire. The guiding catheter used during the procedure was not returned. The tip length was measured due to the damage noted. There was resistance noted when the mangled stent implant was removed from the balloon. The stent implant was removed from the balloon to reveal that the distal taper of the balloon was bunched and wrinkled. A new indeflator filled with water was used to pressurize the balloon to inspect the balloon for crimp marks when fluid leaked out a hole in the balloon 1.5mm proximal to the distal balloon marker. There were crimp marks visible on the balloon between the markers. The sds was not advanced through a new guiding catheter due to the damage noted to the stent implant. The tip was stretched during the analysis by the technician while removing the stent implant to inspect the balloon for crimp marks. Product performance engineering reviewed the incident info and analysis of the returned product. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt's anatomical morphology, pt's disease state, pre-dilatation strategy, device placement technique, and accessory device support. The tip length was measured and met mfg criteria. In this case, it is likely the pt's anatomy, which was described as moderately tortuous, contributed to the failure to advance and stent damage, as there was no damage noted to the stent prior to use. Further interaction with the anatomy and the guiding catheter during retraction likely contributed to the stent dislodging distally on the balloon and causing it to mangle and bunch up; further adding to the resistance with the guiding catheter. The mangled stent likely interacted with the balloon and caused the balloon to tear. The pt effect of therapy/non-surgical treatment is related to the retrieval of the damaged stent by use of the 8f sheath. Analysis noted the hypotube and jacket material were separated at the distal end of the strain relief tubing. The separated portion including the strain relief tubing and sidearm were not returned. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the sds material such that subsequent application of force or further handling can cause a separation. There was a kink and multiple bends in the hypotube near the separation. The hypotube kinks, bends, and separation are likely a result of the procedural attempt to remove the sds from the guiding catheter and/or from handling of the product during packaging/shipment back to abbott vascular for eval. The guide wire exit notch was torn distally for a length of 1.7 cm. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the sds in an opposite direction as the guide wire. There was an unk abbott guide wire returned inside the guide wire lumen of the sds. There was blood and contrast visible on the core and coils. There was a bend in the core 28.4cm proximal to the proximal solder. The tip coils were pushed distal to the center solder for a length of 4 mm. There was no other damage noted to the guide wire. The torn shaft and guide wire damage likely occurred during the attempt to remove the sds from the guiding catheter. There were clear fibers wrapped around the mangled stent, which likely occurred during packaging/shipment back to abbott vascular for eval. The hypotube kinks, bends, separation, torn shaft, and fibers do not appear to have contributed to the reported failure to advance, stent damage or difficulty to remove from the guiding catheter. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. No corrective action will be implemented in this case, as the reported difficulties appear to be related to the operational context of the product and not a product quality deficiency. Product performance engineering will monitor the incident circumstances. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage.